Event description:
The surgeon implanted a 3-piece silicone lens, model and serial numbers were unknown, without pt injury. The reporter stated the cartridge did not have a slit on the right side and the cartridge may have torn the lens. However, the lens was left implanted. The reporter could not recall the model and lot numbers of the injector used.

Manufacturer narrative:
H6: method-86 (other): a work order search for the cartridge was performed. Results-100 (other): there were no similar complaints found within the work order.